Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin7 and j2 pins 6 and 8 were bent and permanently compressed.

Event description:
It was reported to philips that the battery pins are damaged. There was no reported patient involvement/adverse patient impact.